Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she experienced low blood glucose since (B)(6) 2015. Blood glucose value was 45 mg/dl. Reading at the time of call was 241 mg/dl. Customer stated that the doctor and diabetes clinical manager have been working on the settings for about two weeks but has not been resolved. Customer stated that sometimes her blood glucose level is so low she can eat and does not have to bolus. Customer was advised to contact the doctor and call back if issue persisted.